Manufacturer narrative:
This supplemental report is submitting to correct "device product code" and "PMA/510(k) number".

Manufacturer narrative:
The subject device has not been returned to omsc but was returned to olympus (B)(6). The incoming inspection at (B)(6) confirmed scratches in the biopsy channel, the k-mount and the cylinder. (B)(6) sent the subject device to a third party laboratory for additional microbiological testing. In the test, the suction channel of the subject device tested positive for alcaligenes faecalis (> 100 cfu /endoscope). The result of the additional microbiological testing by a third party laboratory didn't satisfy the (B)(6) guideline. Omsc reviewed the manufacturing history of the subject device and confirmed no irregularity. The exact cause of the reported event could not be conclusively determined at this time. If significant additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during a routine surveillance culturing conducted by the user facility, the all channels of the subject device tested positive for pseudomonas aeruginosa (> 100 cfu /endoscope). The user facility reported that the subject device had been reprocessed using soluscope, a non olympus automated endoscope reprocessor model. There was no report of infection associated with this report.

Manufacturer narrative:
This supplemental report is being submitted to provide the device evaluation result. Olympus (B)(4) sent the subject device to olympus (B)(4) for deeper investigation. After the reprocessing at (B)(4), (B)(4) sent the subject device to a third party laboratory for microbiological testing. The testing indicated no microorganisms growth for the subject device. After the microbiological testing at the third party laboratory, the evaluation of the subject device by (B)(4) confirmed following defects. There were a lot of scratches over the whole length of inside of the biopsy channel. The bending rubber, distal end cover and angulation system were wear and tear.